Event description:
It was reported that pt underwent total knee arthroplasty on (B) (6) 2008. During procedure, drill bit fractured and pt retained fragment.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. (B) (6). Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.